Manufacturer narrative:
Concomitant medical products: product ID 3889, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) during a follow up, the hcp tested the interstim wi th a clinician programmer, the impedances were all over 4000 ohms when tested at 3 v. The patient described a symptom return. The rep noted the patient descried no accidents. The rep noted there was trouble shooting with the clinician programmer and other testing. Both trouble shooting had high impedances. The rep stated the lead was explanted and replaced by a new lead. The rep noted the issue was resolved at the time of the report. It was noted the lead was tested and all impedances were over 4000 ohms, the hcp decided to explant the lead and implant a new lead. The lead was explanted on (B)(6). The indication for use is unknown.

Manufacturer narrative:
Analysis of the lead, model 3889, serial/lot no. Unknown, found conductors broken at operating room near tines. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.